Event description:
This lv lead was implanted on (B)(6) 2003 and was capped on (B)(6) 2011 due to stimulation. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).